Event description:
A pt reported experiencing inaccurate low results with a otbe meter. The pt's blood glucose results were 82, 57mg/dl. Tests were done within 10 mins with a difference of 22mg/dl. Pt did not experience any adverse events. No further info has been reported. Note-customer is not cleaning meter correctly.